Manufacturer narrative:
Insulin pump was received with blank display due to moisture damage at electronic assembly. Unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery test, operating currents, self-test, unexpected restart error test, and off no power test due to blank display. Insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The insulin pump stopped working. She reverted to her backup insulin pump. Customer's blood glucose level was 140 mg/dl. The display did not return after troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.